Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision thr dr (B)(6) 2018. Primary (B)(6) 2016, first revision (B)(6) 2016 patient was subluxing and unstable revision of cup, head and liner. This is patient's second revision (B)(6) 2018; patient had a fall about 1 year after primary surgery and has suffered multiple dislocation after this incident. Surgeon removed liner and head and replaced with constrained liner and new head ((B)(4) pinnacle gvf poly constrained acetabular liner). There was an issue as we did not have the correct liner impactor tip and the surgeon is concerned about the liner being correctly impacted into the cup. Female patient: (B)(6). Doi: (B)(6) 2016; dor: (B)(6) 2018; unknown hip.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.